Event description:
Per study notification: prior to inserting in the patient, the cypher stent was lost outside the patient. Another stent was utilized to complete the procedure.

Manufacturer narrative:
The main indication for the intervention was stable angina. The baseline medications consisted of aspirin 160mg, clopidogrel 75mg, ace inhibitors or angiotensin receptors blockers, and beta-blockers. The target lesion was de novo in a mid right coronary artery (rca). The reference vessel diameter was 3.0mm and the lesion length was 15mm. The lesion was classified as type b1, readily accessible and was not ostial. The lesion was moderately calcified, not at a bifurcation, smooth contour, no angulations concentric, and no thrombus. Pre-procedure diameter stenosis was 90%. The 6french-guiding catheter was inserted. The lesion was pre-dilated with a 3x12mm balloon at 6 atmospheres. A cypher select 3.00 x 13mm was removed from the package, but the stent was lost prior to inserting in the patient. A 3x18mm cypher select plus stent was electively implanted at 16 atmospheres with satisfactory results. The stent was not post-dilated. No adverse event was noted during the procedure. Intra-procedure medication consisted of a loading dose of 500mg aspirin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report# 9616099-2008-00849.